Event description:
This lead was explanted and replaced due to no capture at max output and intermittent sensing. It should be noted that the patient had twiddlers syndrome.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.